Event description:
A customer reported a pt experienced a corneal burn during cataract surgery. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and no problems were found. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause could not be conclusively determined. (B)(4).